Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one locking pigtail universal drainage catheter, designated sample 1, was received in two fragments, split at an angle. Visual, microscopic, tactual, functional, and dimensional evaluations were performed. The locking wire within the device was missing. On the proximal fragment, circumferential damage was observed just proximal to the distal break. Slight flattening of the tubing with surface grip marks was found immediately distal to the protective silicone sleeve. Close examination also showed tubing of the coil to be rumpled with distortions to the smooth longitudinal profile. When pressure was placed at the correct angle, a kink was observed just distal to the hub. Evaluation photos show when pigtail is straightened with no cannula inside there is a kink at the second drainage hole. Measurement of drainage hole diameter was compared to drawing. No abnormality found. The sidewall was observed to be thinner on the side where the wrinkling was present. The investigation is confirmed for kinking, as the device as returned manifested a kink at one of the drainage holes when straightened. A clear kink in the catheter body distal to the hub was found, along with a full cut, but these are likely to have occurred after the procedure / as incidental events. The exact root cause of the wrinkling could not be determined. It is unsure if patient or procedural issues may have contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The cause of the event is unknown at this time, so the applicability of any particular instructions for use (IFU) line is unknown at this time. However, general instructions regarding the insertion of the catheter are included. H10: d4(expiry date: 04/2020), g4 h11: d3, g1, h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during catheter placement, that the catheter allegedly crinkled. It was further reported that the procedure was not completed and was re-attempted at a later date. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 04/2020).

Event description:
It was reported during catheter placement, that the catheter allegedly crinkled. It was further reported that the procedure was not completed and was re-attempted at a later date. There was no reported patient injury.